Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was connected and tested; however, no blackout image or noisy images were produced. Additionally, a visual inspection of the device revealed no abnormalities either. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during a laparoscopic cholecystectomy procedure, his olympus visera pro video system center¿s display was noises and intermittently blacking out. According to the initial reporter, after reconnecting the scope and restarting the unit, the original image returned, and the intended procedure was completed without any further issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that corrosion of the electrical contact inside the video connector receiver. However, a definitive root cause could not be established. The event can be detected by following the instructions for use which state: "connect the video connector in a sufficiently dry condition, including the electrical contacts. Wetting may result in disappearance of images and damage such as image flickering." Olympus will continue to monitor field performance for this device.